Event description:
An impella cp device was inserted via the femoral arterial access in a 70-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported, and the clinical state prior to initiation of support was not specified. Due to poor clinical improvement, an escalation of therapy to an impella 5.5 device was attempted on may 15 via the right axillary/subclavian arterial approach. Pre-procedure imaging with contrast-enhanced computed tomography (CT) had identified vascular tortuosity. During the procedure, the vascular course was further assessed using a nelaton catheter and a dryseal sheath. The impella 5.5 device was opened and insertion was attempted; however, the device was unable to be advanced through the tortuous vascular segment. As a result, the attempted impella 5.5 placement was aborted. Following the aborted escalation attempt, the impella cp device was continued for ongoing hemodynamic support. The inability to advance the impella 5.5 device is consistent with anatomical and procedural challenges associated with vascular tortuosity, which may limit device delivery despite appropriate technique and pre-procedural planning.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was related to patient's condition due to the patient's tortuous vasculature.